Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united arab emirates alleged generation of discrepant results for various patient sample when using the cobas liat sars-cov-2 and influenza a/b test when compared to an unknown test method. The 4 samples alleged in this case generated results of sars cov-2 positive, influenza a and b negative results with the cobas liat test but were negative with an unknown competitor test that uses pcr technology. No harm was indicated. Review of the data provided by the customer showed the positive sars-cov-2 results had CT values that were indicative of the samples were at the limit of dectection (lod) of the test. There are no abnormalities observed in the pcr curves for these 4 alleged samples that may indicate a system issue. An investigation was performed on the reagent kit lots and no product problem was identified. Four (4) mdrs, one per each alleged result, will be filed.

Manufacturer narrative:
Review of the data provided by the customer showed the positive sars-cov-2 results had CT values that were indicative of the samples were at the limit of dectection (lod) of the test. There are no abnormalities observed in the pcr curves for these 4 alleged samples that may indicate a system issue. An investigation was performed on the reagent kit lots (00727z, 00819y and 00928z) and no product problem was identified. (B)(4).